Event description:
It was reported that the system 9800 would not make an x-ray exposure and that the system needed to be reinitialized in order to work properly. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. All circuit boards and cables were reseated and made secure as a preventative measure. Power supplies were checked and all found to be within specification. The system was tested and found to be working as intended and placed back into service.